Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2016-00546. It was reported effective stimulation could not be attained at the postoperative programming appointment. X-rays were taken and confirmed the leads had migrated. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 2: reference MFR. Report:3006705815 -2016-00545. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the lead was repositioned and reanchored. The patient is receiving effective stimulation and issue has been resolved.